Manufacturer narrative:
Pump received with blank display due to missing battery spring. However, unable to perform operating currents, self test, rewind test and displacement test due to missing spring. Pump received with cracked battery tube threads, cracked reservoir tube lip, broken belt clip slot, cracked case from display window corner and stained end cap sticker. The test infusion set and reservoir does lock into place. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump was off and user was not able to turn it on. Blood glucose was unknown. When user inserted a new battery the insulin pump turned on. The insulin pump will be returned for analysis. Per brazil request to cancel return merchandise authorization.